Manufacturer narrative:
Complaint conclusion: as reported, the stent on a 5 x 40mm precise got stuck in the umbrella of an angioguard rx emboli capture guidewire and was unable to be released. The procedure was completed by changing to a product from another manufacturer. There were no reports of patient injury. The procedure that the device was attempted to be used in was a carotid stenting procedure. The operator was trained in the use of the device. The target vessel was the common carotid artery. The vessel characteristics at the target site included moderate calcification, moderate tortuosity, 90% stenosis, bifurcation, and chronic total occlusion. There was no thrombus present prior to, at, or after the lesion site. The lesion was pre-dilated prior to stent implantation using a non-cordis balloon at 10 kpa, resulting in 85% stenosis after pre-dilation. The product was stored, handled, and prepped according to the IFU, and no unusual observations were noted about the device prior to use. Upon opening the package, the deployment sheath tip was fully seated in the filter basket introducer. No difficulties were encountered flushing the filter introducer and deployment sheath, and normal flushing was observed with saline dripping out of the green handle. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser, and the two proximal antimigration clips on the device were removed prior to attempting to load/dock the device. A non-sterile unit angioguard rx emboli capture guidewire with product description ¿rx/5mm basket diameter/180cm¿ was received for analysis along with a cordis precise product 9x40. The angioguard rx emboli capture guidewire is being evaluated under complaint (B)(4) and the precise stent is being evaluated under complaint (B)(4). (B)(4): the returned components are the ecgw system, the capture sheath, and an unknown non-cordis capture sheath. A thorough inspection was performed on the unit observing that the filter of the ecgw system is stuck inside the distal tip of the precise unit. The distal tip of the guidewire is presenting with a kinked condition. The stent of the precise device is partially deployed. The hemostasis valve was returned tightly closed. No other outstanding details were noticed. Dimensional analysis was not performed due to the condition in which the unit was received. Functional analysis could not be performed because the filter of the ecgw system is stuck inside the distal tip and cannot be withdrawn. The distal tip was inspected with a vision system confirming that the filter assembly of the ecgw system is strongly stuck inside of the precise distal tip. The stent is partially deployed without any damages. The filter basket area was magnified with a vision system to perform the evaluation. As a result of this inspection no anomalies or damages were observed on the filter struts or in the membrane walls. The kink on the distal tip is confirmed and a unravel condition was also observed. The hypo tube of the stent was actuated pushing and pulling it and the stop traveled backward and forward indicating that the deployed mechanism is working as expected. The failure ¿distal tip (ecgw)~ unraveled/stretched¿ was confirmed. The distal tip is presenting with a kinked and unraveled condition. Additionally, the failure reported by the customer as ¿ecgw (embolic capture guidewire) ~ resistance/friction¿ was also confirmed. The filter assembly of the ecgw system is strongly stuck inside the inner lumen of the stent¿s distal tip. Without procedural films for review and the provide information, it is not possible to determine how the tip became damaged or how the filter assembly became stuck within the inner lumen of the precise distal tip. However, the IFU advises users to allow sufficient space between the lesion and filter basket to prevent interference with the distal tip of interventional devices. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Allow sufficient space between the lesion and filter basket to prevent interference with the distal tips of all other diagnostic and interventional devices (i.e., stent delivery systems, angioplasty balloons) to be used throughout the procedure.¿ based on the available information provided by the customer and the product evaluation, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the stent on a 5 x 40mm precise got stuck in the umbrella of an angioguard rx emboli capture guidewire and was unable to be released. The procedure was completed by changing to a product from another manufacturer. There were no reports of patient injury. The procedure that the device was attempted to be used in was a carotid stenting procedure. The operated was trained in the use of the device. The target vessel was the common carotid artery. The vessel characteristics at the target site included moderate calcification, moderate tortuosity, 90% stenosis, bifurcation, and chronic total occlusion. There was no thrombus present prior to, at, or after the lesion site. The lesion was pre-dilated prior to stent implantation using a non-cordis balloon at 10 kpa, resulting in 85% stenosis after pre-dilation. The product was stored, handled, and prepped according to the IFU, and no unusual observations were noted about the device prior to use. Upon opening the package, the deployment sheath tip was fully seated in the filter basket introducer. No difficulties were encountered flushing the filter introducer and deployment sheath, and normal flushing was observed with saline dripping out of the green handle. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser, and the two proximal antimigration clips on the device were removed prior to attempting to load/dock the device. The device was returned for evaluation. Addendum: per pe findings, the distal tip presents a kinked and unraveled condition, and the returned precise device was received partially deployed.